Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat menorrhagia, enlarged uterus, and stress urinary incontinence. It was reported that the patient had the concurrent procedures of a left ovarian cyst aspiration, cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, organ perforation, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 due to eroded suburethral sling with mesh exposure. It was reported that the patient underwent mesh excision on (B)(6) 2011 due to eroded tension-free vaginal tape mesh. No additional information was provided. (B)(4).